Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was able to duplicate the reported issue. After replacing the keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to a worn keypad.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.